Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Unit was primed to fill in decontamination. During the evaluation it was found that the circulation pump was weak. Alert 41, low flow is confirmed. Circulation pump head was replaced. Received error 80 in decontamination. Control panel would not power on, black screen was present, no errors displayed. Circulation pump motor was knocking. Tank seal was found off center, allowing water to escape the tank. A 2000-hour pm was performed. Processor card was reseated in decontamination and the error 80 was resolved. Control panel coin cell was replaced. The circulation pump motor was replaced. Tank seal for the mixing pump inlet tubing/circulation pump outlet tubing was replaced. As part of the pm, serviced the mixing pump, replaced the evaporator outlet tube, double-bend tube, heater and its foam, and manifold o-rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alert 41 (low internal flow) low flow. Per wo notes, during testing circulation pump command (cpc) was 80 percentage, inlet pressure (ip) was -6.9. 2000-hour service. Per sample evaluation results received via task on 21nov2025, it was reported that they received error 80. Unit was primed to fill. Control panel would not power on, black screen was present, no errors displayed (B)(4). Circulation pump motor was knocking. Tank seal was found off center, allowing water to escape the tank.